Event description:
It was reported that there was high capture threshold due to dislodgment on the right ventricle (rv) lead. Diagnostic imaging was performed, and lead dislodgment was confirmed. The rv was repositioned to resolve event. The patient was stable with no consequences.